Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation by the right ventricular (rv) lead which had dislodged and exhibited high thresholds. The rv lead was capped and replaced. Additionally, the right atrial (ra) lead had dislodged and was observed with undersensing of atrial fibrillation (af). The ra lead was repositioned and remains in us. No further patient complications have been reported as a result of this event.